Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a cracked end cap. The pump passed the stop current and run current tests. Unable to perform the self test, off no power, unexpected restart, displacement, prime, occlusion or no delivery alarm tests due to the alarm. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for compromised force sensor system. The customer's blood glucose level was 198mg/dl. It was reported that the pump would be replaced and returned for analysis.